Manufacturer narrative:
As the device is unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint. Patient presented with concerns and unhappiness about the size and shape of his penis, requesting male enhancement surgery with the penuma implant. The patient had concerns pre-operation about his partner's satisfaction with the implant but decided to proceed. Patient fully understands that the penuma is a cosmetic procedure with no functional results. All risk including bleeding, infection, seroma formation, migration of the implant, nerve injury, possible requiring revisits to or. The patient had the device implanted on (B)(6) 2021. The patient tolerated the procedure well. On (B)(6) 2021 the patient came in for his first follow-up appointment. The implant was in good position without asymmetry or shift. There was no edema, swelling or skin lesions. The dressing was changed. The patient was doing well with no pain. On (B)(6) 2021 the patient returned for drain removal. The implant was still in a good position with no edema. There was some mild bruising on the right skin area close to the penis head. The patient was given clear post-operative instructions. On (B)(6) 2022 the patient contacted the physician via the text system and stated his partner is dissatisfied with the implant as it was too large. On (B)(6) 2022, the patient stated he was experiencing flaring on the right side of the implant. The patient came in for his 3-month follow-up on (B)(6) 2022. The patient was happy with the results and function. He had good sensation and no loss of erection or length. There was no evidence of seroma, swelling, or erythema. All edges were clean with no evidence of suture loose of dislodgment. The physician was pleased with the results and advised the patient to exercise caution and avoid excess and aggressive activities. On (B)(6) 2022 the patient contacted the office through the texting system saying his partner was not satisfied with the size. Despite having no complications, the physician told the patient it could be reduced. The patient decided that day to have the reduction, but then later changed his mind. The patient followed up again on (B)(6) 2022 with the same concern of partner dissatisfaction and requested information on the removal process. There are no claims of curvature or revision surgery noted within the patient's medical records. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. This anticipated side effect is included in the clinical evaluation that was submitted as part of the 510(k) process, within the instructions for use, and a part of the informed consent process. The root cause of this investigation is known inherent risk of the device.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, and protrusion of the implant from the penis, and a painful reviision surgery.